Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos revealed that the screw come apart from the liner trial, therefore the report allegation can be confirmed. The broken allegation cannot be confirmed, since the ring is not visible in photos is not possible determinate the condition of the ring. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no valid lot number was retrieved for this device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the pinnacle trial is broken. The central fixation screw has detached from the liner.